Event description:
Advanced bionics was informed that the pt's implants was exposed. Surgery to reposition the pt's device was performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's surgeon was satisfied with the results of the repositioning surgery and feels that no additional follow-up is necessary. The pt's device remains implanted. This is the final report.